Event description:
The customer reported to baxter (B)(4) of an administration set in which a leak was observed in the set while attached to a tpn bag. It is unknown when this event occurred there is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not received by baxter for evaluation.the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. The device used in reported condition is unknown; therefore, it does not have a us 510k number.